Event description:
It was reported that during a da vinci si myomectomy procedure, the wires on the pk dissecting forceps became exposed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken pitch cable at the instrument's wrist. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.